Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) observed the left tracker pod had shifted position. The tm realigned the pod and verified the alignment of the other 2 pods. Then a successful system verification to specification was completed. A review of the complaint database for 3 months prior to this event showed no other complaints of this nature for this laser system. Conclusion: based on the results of the investigation, the root cause was determined to be the left tracker pod was out of alignment. (B) (4). (B) (4).

Event description:
Adverse event: interrupted procedure. Malfunction: left tracker pod shifted. A laser technician reported a surgeon experienced difficulty tracking on a left eye, leading to a minor delay during refractive surgery. He stated the difficulty occurred before the laser was engaged to deliver treatment. He reported the surgeon was able to complete the surgery. The technician stated the surgeon declined providing add'l info because he did not feel the pt suffered any harm or injury.